Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted black particulate matter inside the welded cassette. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿black dots¿ inside the sterile fluid pathway of a homechoice automated pd set with cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.